Event description:
Information received by medtronic indicated that the insulin pump quit working and was exposed to moisture. The customer stated that the insulin pump had a crack at the back. Troubleshooting was performed. The customer stated that the insulin pump was neither bumped nor dropped. The customer stated that there was no damage to the retainer ring. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The customer returned the pump for an alleged blank display, cosmetic damage located at the battery tube area and potential moisture damage found on (B)(6) 2022. The pump failed the sleep current test. Pump failed self test due to pump error 75 and the pump failed the rewind test due to pump error 68, therefore unable to perform the displacement test. The pump passed the active current test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unexpected pump error 38 occurred during rewind on (B)(6) 2022 16:23:25.000. Unexpected pump error 75 occurred during the self test on (B)(6) 2022 14:18:56.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked keypad overlay, cracked case (battery tube), broken belt clip rails. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump error 38 and 75 confirmed due to moisture damage. Cosmetic damage confirmed at the battery tube area. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.